Event description:
It was reported that "during operation, the doctor found swg kinked during used on the patient. It failed the insertion. This will delay the treatment. They changed a new one to resolve the issue. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during operation, the doctor found swg kinked during used on the patient. It failed the insertion. This will delay the treatment. They changed a new one to resolve the issue. The patient condition is fine. No medical intervention was required.".